Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) was exposed and wound dehiscence was indicated. The site was covered and the patient was treated for infection. Due to the patient's condition the physician chose to reprogram all high-voltage therapies off, and the device remains in use. No further patient complications have been reported as a result of this event.